Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. Following dilatation, a 3.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.